Event description:
It was reported to philips that the c-arm rotates in the opposite direction as the corresponding button. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the issue occurred during diagnostic procedure and the procedure was completed as planned on the same system. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Review of the logfiles confirmed that when moving the c arm, the c-arm rotates in the opposite direction. Upon further inspection, the rse confirmed that the rotary switch was accidentally turned by the medical technician while replacing the bracket. The rotary switch should be positioned with its nose pointing toward the c-arm to ensure the rotation and angulation aligns with the direction of the control button, depending whether the control module is installed left or right of the table. The rotary switch was returned to correct position by the customer to resolve the issue. After which, the system was returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no system malfunction. Investigation identified that the issue experienced by the customer was caused by the rotary switch being inadvertently turned by the technician. Since there was no malfunction of the system, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.